Event description:
(B)(6). It was reported that left bundle branch block occurred procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of antiplatelet medications other than aspirin at the time of index procedure. The subject received loading dose of 150 mg of clopidogrel. A lotus introducer was placed and successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of the index procedure, the subject was diagnosed with left bundle branch block. Event was monitored and no action was taken to treat the event. At the time of reporting, the event was considered not recovered.